Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple error. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display, power loss alarm, or additional pump errors due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The pump was received with broken belt clip rails.